Event description:
It was reported that the right atrial (ra) lead was capped/unusable and replaced for unknown reasons. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 4024-58 implantable pacing lead: (B)(6) 1999. (B)(4).